Event description:
It has been reported to philips that during a vascular procedure the azurion system stopped producing x-rays. The reported problem led to a delay in completing the procedure. It was discovered that the exposure handswitch was blocked. After the pressing the handswitch, the knob released and fluoroscopy and exposure was again possible from both the handswitch and the footswitch. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint.according to the information collected, the system was not in clinical use at the time of the event. It was reported that the machine no longer makes x-rays, with an e-check radioscopy message. Upon troubleshooting, the philips field service engineer (fse) inspected the system on-site and found that the handswitch knob was blocked. To resolve this issue, fse released the knob by pressing it few times. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected. Component code was corrected.